Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and there was intermittency between the pin and cap on the is-1 connector. It was also noted that all conductors were distorted, the distal conductor was distorted, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was stretched.

Event description:
It was reported that the atrial threshold rose and was high. The lead also had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.